Manufacturer narrative:
The subject device was returned to and evaluated by olympus. During inspection the phenomenon (screen black / no image) was unable to be confirmed. However, there were chips within the adhesive and cracks within the video connector. A review of the repair history record found that the subject device has been refurbished, completed on october 10, 2019. It was confirmed that after refurbishment, the subject device passed all inspection elements. Based on the results of the legal manufacturer's investigation, the phenomenon was likely caused by temporary contact failure of the electrical contact part of the video connector. The instructions for use provides warning and caution for device usage as follows: "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." "Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result." This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report the screen was black and the device displayed no image. The issue occurred during preparation for use. No patient involvement or injury was reported. No additional information has been obtained.